Event description:
Device issue: stent dislodged. Time of device issue: after the procedure. Adverse event: none. It was reported that the patient had presented to the emergency room with an acute myocardial infarction and was found to have lesions in the rca, left anterior descending artery, and the left circumflex artery. The xience v stent delivery system (sds) was being removed from the heavily calcified right coronary artery (rca) after a failure to cross, when the stent came off the sds on the guide wire outside of the patient's body. A vision stent was implanted instead. There were no adverse patient effects reported. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.